Event description:
The customer reported elevated troponin (accutni) results, within the risk stratification range, for one pt, involving access 2 immunoassay system. Subsequent testing produced results within the normal reference interval. The elevated results were not released out of the laboratory. There was no report of pt injury or change in pt treatment associated with this event. The field service engineer (fse) traveled to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(6) 2007. The fse noted spill/leak and debris around the first and second mixer pulleys. The fse noted a scratch or crack inside the fluid manifold by the wash valve stator. The fse primed the fluidics and system check. All portions passed except the unwashed portion. The fse replaced the transducer sample tip and adjusted ultrasonics. The fse performed wet/dry testing with 20-repetitions each with results meeting specs. The fse retested unwashed portion of system check with results meeting specs. The fse completed quality control for each level with good results. The fse completed repair verifications per established procedures. The unit conformed to the MFR's performance specs.